Event description:
Rv lead extraction and replacement due to high thresholds. Ra lead removed due to some noise and the patient no longer needed it. Generator replaced due to eri. Procedure: dual chamber ICD system extraction, and new single chamber ICD system implant.